Event description:
It was reported that (1) device was used during a gall bladder procedure. It was reported by the affiliate that the er320 was used. The device was dropping clips. Another device was used to complete the case. There was no consequence to the pt.